Event description:
A patient experiencing inaccurate low results with a one touch ultra meter. The patient's blood glucose results were 35mg/dl(meter) vs 227mg/dl (lab)=85% & 87mg/dl(meter)vs 227 mg/dl (lab) =62% & 82mg/dl (meter) vs 227mg/dl (lab)=64% & 69mg/dl(meter)vs 227mg/dl(lab) =70%. Tests were done within 19 minutes. Patient did not experience any adverse events.